Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).

Event description:
A surgeon reported experiencing poor aspiration during cataract surgery. The case was aborted; leaving the nucleus inside the eye. Additional info has been requested, but none has been received.